Event description:
It was reported that the patient did not understand how the purewick urine collection system was working and did not want to look up a visual. The liberator representative advised on the use of the purewick urine collection system. It was noted that the patient had been using the purewick products for less than 90 days.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿missing instructions; vendor/printer error". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " please read all operating instructions and warnings before the first use of this product. No special skills or additional training is required". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient did not understand how the purewick urine collection system works and did not want to look up a visual. The liberator representative advised on the use of the purewick urine collection system. It was noted that the patient had been using the purewick products for less than 90 days.